Event description:
Pt had per-q-cath placed in 2002 for IV antibiotic tx line was placed without event to right arm with good placement on cxr. Tweleve days later pt to doctor's office with complaint of right arm pain. Pt to outpt area for removal with rn unable to easily remove. Pt to radiology for removal with physician having to get to tip of catheter via left femoral. Cath tip was found adhered to svc wall a required use of snares to detach and remove. Pt did well and discharged home. Two days later pt admitted to hospital for deep vein thrombosis right upper arm.